Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported that during flow check, the needle was not working. When removed from pen, found that the non-patient end of the needle was bent or missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. H6: investigation summary customer returned (2) open 4mm, 32g pen needles without the tear drop label or outer cover. Customer states that the non patient end needle was missing. Both returned pen needles were examined and both exhibited a broken non patient end of the cannula. Customer states that the needle is not working during flow check. Both returned pen needles were examined and both exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (broken non patient end of the cannula). Root cause is user as the non patient end of the cannula was broken during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported that during flow check, the needle was not working. When removed from pen, found that the non-patient end of the needle was bent or missing.